Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A procedure was being performed on a (B)(6) year old patient. At the end of the procedure, during installation of the tavi, the check valve disconnected from the introducer when removing the aortic valve holder. The issue had occurred twice previously with the same device. Blood loss estimated at 100ml, however there was no blood transfusion needed.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, manufacturing instructions, quality control and specifications was conducted during the investigation. The device was not returned to assist in the investigation. Based on the limited information provided, and without return of the product, we are unable to determine what led to this failure mode. There is no evidence to suggest the product was not manufactured to specification. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
A procedure was being performed on a (B)(6) patient. At the end of the procedure, during installation of the tavi, the check valve disconnected from the introducer when removing the aortic valve holder. The issue had occurred twice previously with the same device. Blood loss estimated at 100ml, however there was no blood transfusion needed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.